Event description:
It was reported that while using the surgical fiber during a prostate procedure, three fibers were opened to be used. The first two fibers were used without a filter on the camera. Once it was realized that the filter was missing, a filter was placed between the camera and the scope. A third fiber was opened; the fiber tip did not appear to be intact and was not used. Reportedly, the case was completed. Due to "patient dissatisfaction", the case was to be rescheduled. Patient outcome: the patient is "ok".